Event description:
Customer's description: "during plug-in of the home care ventilator unit to the 220v power, a complete breakdown of the device without an alarm did occur. Due to the neurological disease of the pt with strong reduced functionality of the arm and breathing musculature, a stop of breathing would have been the consequence without external help. The hypoxia could be avoided by quick and competent actions of the present caregiver". The device was returned to sweden for investigation on (B)(4), with firmware version 2.0 and a total operating time of about 4000 hours. The investigation comprised a detailed analysis of the device log files, a visual inspection of the hardware, a provoking test, as well as a full production test in the mfg line.

Manufacturer narrative:
Under (B)(4) law, pt info is considered confidential and will not be released by the hospital. The log file analysis confirmed one instance of error 21 occurred on (B)(6) 2014. Error 21 signals a communication failure between the device's main processor and its sensor block. The failure had occurred during treatment running on internal battery at 13:49 and the device immediately entered the active failure state. The device was manually restarted approx 3 minutes after the error had triggered this fail-safe shut-down, this indicating an intermittent error. No other alarms were triggered immediately prior to the shut-down. During the alarm period (function failure active), the vivo 50 is designed to give an alarm signal both visually and audible. There are 2 beepers for redundancy reasons controlled by the 2 independent processors, which are monitoring each other and a number of sensors. In addition, both beepers and their 2 separate back-up batteries are tested before treatment start. The alarm will be active for 10 mins or until the power button is pressed. An in-depth log file analysis revealed the reason for the error to be triggered was because communication between main processor and the sensors' adc (analog-to-digital converter) was disturbed. The exact true root cause could not be determined since the fault could not be reproduced, however, an esd induced event beyond specified limits (per en 60601-1-2 and astm f1246-91) cannot be ruled out. The device was worked as intended and as designed when a communication error is detected. The error, which triggered a fail-safe shut-down (error code #21), was intermittent and the device could be restarted. The device's log files confirm that the treatment session on (B)(6) has ended normally in an active state of functional failure. Analysis of the device hardware did not show any evidence that the device stopped without alarm. In fact, both the log entries and the working hardware are indicating that the alarm was indeed working, both audibly and visually, when the functional failure with error code #21 occurred. The alarm was cleared manually via the power on button after approx 3 minutes, according to the log files. The root cause is assumed to be exposure to an emc or esd event beyond design spec limits (according to en 60601-1-2 and astm e1246-91), relevant for firmware version fw 2.00 of the reported device, upgrading the vivo (B)(4) to a firmware later than fw 2.00 will provide better immunity against emc/esd disturbances, due to further enhancements above requirements. A new firmware was made publicly available on 11/18/2013, and has been actively promoted as a recommended upgrade. All vivo (B)(4) devices sold to us customers have been configured at the factory with a firmware later than (B)(4).